Event description:
Device registration system indicates pt expired. Cause of death is unk at the time of this report despite several attempts to obtain this info. This event previously reported on MFR's supplemental report # 6000032-2005-01691.